Event description:
It was reported that the atrial lead exhibited oversensing with an apparent fracture. The atrial lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analyst commented, automatic lead diagnostics shows atrial non-physiological sensing count of 3478 since performance counters were reset on (B)(4) 2011. Concomitant product: 5032 lead, implanted: unknown. (B)(4).